Manufacturer narrative:
Concomitant medical device: 4598 lead implanted (B)(6) 2015.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) arrhythmia discrimination feature inappropriately withheld defibrillation therapy for underlying ventricular tachycardia (vt) in a patient with chronic atrial fibrillation (af). Atrial sensitivity was increased and the feature was programmed off. The device remains in use. No further patient complications have been reported as a result of this event.